Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin, and the insulin gauge displayed 105 units. The customer's blood glucose 124 mg/dl. Reportedly, the customer reloaded the cartridge and received an accurate fill estimate.